Event description:
The patient contacted animas on (B)(6) 2011 alleging random low blood glucose (bg) readings. Animas customer service noted that the patient was not clear in reference to the low bg readings she was obtaining; however, the patient reported that one of the low bgs was below 40 mg/dl. The patient reported eating 15 to 30 grams of carbohydrate in 15 minute increments until it increased. There was no mention of symptoms. At the time of troubleshooting, the patient confirmed the pump's I:c ratio, target and isf were all correct. It was also noted that basal and bolus deliveries correlated with total daily delivery (tdd). During review of pump history, customer support discovered that the patient had been filling the cannula with 1.0u, 0.8u, and .2u within an hour of each other and not due to a change of the inset. It was mentioned that if the patient's basal program is 0.65u/hr and she is filling the cannula 2-3 times with 1+units of insulin (to an already filled cannula), she has been giving herself extra insulin; several extra units and they seem to coincide around the times (or shortly after ) of the random lows. Although there is no indication of a pump malfunction, this complaint is being reported because the patient reportedly obtained a blood glucose reading less than 40 mg/dl while insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No insulin delivery defects were found during testing.